Event description:
It was reported by a customer complaint that the pt was hospitalized due to high blood glucose levels. While in the hosp their blood sugars were stabilized with the pt off pump. When the pt was put back on pump and their blood sugar again became evalated. They could not be more specific as to what events lead to the hospitalization. They were insistent that they receive a new pump because their nurse stated that was the likely reason. As of the time of this report the reporter has not yet returned the device to the MFR for evaluation.